Event description:
Pt was hospitalized for high bg's/dka. The cause of hospitalization (as per md) was unk. Trouble shooting was performed with pump disconnected from customer and appeared to be operating normally.